Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple temperature alarms while inside the customer's pocket. The customer's blood glucose level was 235 mg/dl. The pump was not within abnormal temperature conditions. Reportedly, the customer was able to clear the alarm and resumee insulin delivery.